Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds were noted on the right ventricular (rv) lead approximately two months post implant. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.